Manufacturer narrative:
Unique device idenitifer (UDI): (B)(4). Complaint confirmed via inspection of the unit. Both locks were loose and needed to be readjusted. The upper handle was closed without having the standard adapter inserted. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported the upper handle of the ultra patient positioning system was not holding. It is unknown if there was patient involvement or if the device failure led to patient injury or surgical delay.